Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the ventricular lead was oversensing noise. Pacing inhibition was noted and the patient had a few near syncopal events. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil caused by friction to the device can located proximal from the suture tie impressions region. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.